Event description:
It was reported that the patient received inappropriate atp and hv therapy due to noise. It was noted that the patient was using a massager when he received the therapy and immediately stopped. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.